Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the hi-torque guide wire instructions for use (IFU), states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Do advance and withdraw the guide wire slowly. Examine the tip movement under fluoroscopy before manipulating, moving, or torqueing the guide wire. Observe the wire under fluoroscopy for tip buckling, which is a sign of resistance. In this case, the technique and/or manipulation of the guide during advancement appears to have caused or contributed to the reported entrapment of the guide wire tip. Further manipulation of the guide wire ultimately led to the tip separation. The investigation determined the reported entrapment of the device, tip separation, foreign body in the patient and unexpected medical intervention/additional therapy non-surgical treatment to remove the separated tip appear to be related to user error. It is likely that the technique and/or manipulation used during advancement of the guide wire likely caused the guide wire tip to become trapped/jailed in the anatomy. Further manipulation to free the guide wire likely led to the tip separation which was ultimately embedded in the vessel in the foot. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the posterior tibial artery with chronic total occlusion (cto). The ht command 14 guide wire met resistance at the lesion and became stuck. The tip of the guide wire separated. A snare device was used in an attempt to retrieve the tip of the guide wire but was unsuccessful. The tip remained in the anatomy embedded within the vessel in the foot. There was no significant delay in the procedure. No additional information was provided.